Manufacturer narrative:
Customer letter not required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures. No additional information is forthcoming. Device discarded at hospital. No product returned.

Event description:
Reportedly, the device was explanted after an implant duration of 42.27 months due to unknown reasons. Per the cer: the device was explanted and a valve (6900) was implanted as a replacement. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital.